Manufacturer narrative:
Exemption number e2015055. Three devices were received for evaluation; 3 events were confirmed during testing. Two devices were found to be affected by degradation. 1 device was found to be affected by degradation and an electrical problem. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 3 malfunction events in which the device displayed a bias current error message on the console, signaling a condition occurred in which the device has the potential to run without user activation. There was no patient involvement; no patient impact.